Manufacturer narrative:
G4: 11may2020. B4: 12may2020. The device was out of warranty and the customer chose to not have the device repaired by philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/09/2020.

Event description:
The customer reported that the device had filter blockage. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.